Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon closed the device and attempted to fire and it would not fire. They pushed the release button and it would not open. The red reverse button was used but the device still would not open. The device was cut from the tissue. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality in the articulated position using a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).